Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "accumulated air and couldn't resolve the arm; yes patient was involved; no harm; just delayed therapy. From intake form filled via quickbase on :(B)(6) 2016 to whom it may concern my account(B)(6) has 4 devices with a quality complaint issue. (B)(6). Product 1, 2, & 4: accumulated air and couldn't resolve the arm; yes patient was involved; no harm; just delayed therapy. Product 3: distal occlusion; delayed therapy; couldn't resolve alarming delay in therapy:yes. Need for medical intervention:unknown.